Manufacturer narrative:
Three (3) single-use devices were received for evaluation. Visual inspection of the devices revealed excess white drug precipitate inside the solution of the reservoir and inside the tubing line. When the luer cap was removed, no evidence of flow was observed coming out at the distal luer. Further examination reveals cause of the flow problem was caused by the excess drug precipitate blocking the fluid path. The reported condition was verified for the three returned devices. The cause of the excess drug precipitate was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) singleday infusors underinfused during infusion. These events involved patients with no patient consequences. No additional information is available.